Event description:
It was reported that the impedance value was greater than 4,000 ohms on combination c, 0. Default test values were increased to 1.0v, 450 hz and the test was re-run. Impedances were more in range, 2398 to 3066 ohms for combinations with the 0 electrode. The patient felt stimulation with electrodes 1 and 3 and was happy with the outcome.

Manufacturer narrative:
(B)(4).